Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) lead started feeling bad post in clinic interrogation. Another interrogation was performed a few days later which was noted to be normal. The physician requested an additional interrogation a few days later. Technical services reviewed and observed a gradual rise in rv pace impedance measurements in the last few months. It was noted that this device was on an advisory. The device and lead remain in service at this time. No adverse patient effects were reported. Additional information was received that the device and non boston scientific rv lead were explanted and replaced. The new device and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) lead started feeling bad post in clinic interrogation. Another interrogation was performed a few days later which was noted to be normal. The physician requested an additional interrogation a few days later. Technical services reviewed and observed a gradual rise in rv pace impedance measurements in the last few months. It was noted that this device was on an advisory. The device and lead remain in service at this time. No adverse patient effects were reported. Additional information was received that the device and non boston scientific rv lead were explanted and replaced. The new device and rv lead remain in service. No additional adverse patient effects were reported.